Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, no patient complications were reported post-procedure. All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The following three implant dates were provided; however, it is not indicated which date corresponds to which product: (B)(6) 2009.